Manufacturer narrative:
--

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Subsequent information from the local field representative (fr) indicated that the patient was brought into the clinic for follow up. The lead pace impedance was tested in all configurations and yielded out of range numbers when programmed tip to ring, tip to coil and tip to can. Two vectors yielded normal pace impedances, those being ring to coil and ring to can. The device was reprogrammed in a ring to can configuration which yielded good impedances, thresholds and sensing. Given the results from the trouble shooting, the fr believed there to be a loose set screw. There were no adverse patient effects reported. The lead remains in service.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited vary pacing impedances since implantation, with some impedances reading greater than 2,000 ohms. A request to obtain additional information has been made.